Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a navitor valve was implanted in a patient with a bicuspid valve and a horizontalized aorta. After the valve implantation and preparation for post-dilation due to leak, the tip of the pacemaker wire perforated the ventricle, causing a pericardial effusion. The effusion was drained in the operating room, and the complication was contained. The patient was transferred to the ICU, with no major damage, and only required vasoactive drugs to resolve the event. The patient is stable.

Manufacturer narrative:
It was reported that a post-dilation was required due to leak after implantation of navitor valve. The navitor valve was implanted in a patient with a bicuspid valve and a horizontalized aorta. Please note that per the instructions for use, the navitor valve is contraindicated for "any leaflet configuration other than tricuspid." And "the navitor¿/navitor titan¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, there were no issues during this procedure and no allegation that an abbott device was the cause. Improper or incorrect procedure or method is related to use of device in bicuspid valve which may have contributed to reported incident; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a navitor valve was implanted in a patient with a bicuspid valve and a horizontalized aorta. After the valve implantation and preparation for post-dilation due to leak, the tip of the pacemaker wire perforated the ventricle, causing a pericardial effusion. The effusion was drained in the operating room, and the complication was contained. The patient was transferred to the ICU, with no major damage, and only required vasoactive drugs to resolve the event. The patient is stable.